Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
A facility outside the united states reported an allergic reaction to a cook sheath in a patient with no known allergies receiving pulmonary angioplasty. Past medical history includes: history of three previous pulmonary angioplasty procedures, achondroplasia, memory disorders (alzheimer's vs. Vitamin-deficiency etiology), hypertension, obstructive sleep apnea. Details of the procedure were not provided except to report the patient received lidocaine prior to it. Reportedly, the patient experienced tachycardia, pulmonary artery hypertension, and significant flush which resolved within a few minutes without any medical intervention. The procedure was continued with the same device. No additional adverse effects have been reported. Although requested, additional event details have not been provided. According to the complainant, the complaint device will not be returned to the manufacturer for investigation.

Manufacturer narrative:
Upon further review of the complaint it was determined that the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or reportable product malfunction. There is no reported product malfunction. Furthermore, the reported symptoms experienced by the patient did not require any medical or surgical intervention. H1: this event does not meet the criteria for a malfunction, serious injury, or death. This report includes information known at this time. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon further review of the complaint it was determined that the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or reportable product malfunction. There is no reported product malfunction. Furthermore, the reported symptoms experienced by the patient did not require any medical or surgical intervention.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation . A review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, the root cause cannot be traced to the device. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.